Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. A lot number was unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) unit during dwell 3 of 6. The technical service representative (tsr) explained the alarm and went through troubleshooting steps to clear the alarm. No further therapy was performed on the hc but the hp would finish therapy manually. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the home patient (hp), the hp stated that he did notify his rn. The hp stated that he did not know what the cause of the alarm was. There were no injuries reported.